Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the control solution test read out of specifications on her onetouch verio iq meter. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, the complaint is being reported due to the failing control solution test results.

Manufacturer narrative:
Follow-up # 2 ¿ (02/28/2015). The patient¿s test strips have been returned on 8/18/2014 and evaluated by lifescan product analysis on 2/18/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2014).the patient¿s meter has been returned on 8/20/2014 and evaluated by lifescan product analysis on 8/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.